Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number(B)(4). Although the device involved in the reported incident was not returned for evaluation, the device history logs were provided by the user facility for evaluation. Based on the log review it was determined that during the course of the infusion the pump alarmed multiple times for pressure alarms. These alarms are caused by blocked IV lines or by a blocked IV access, and until the IV is cleared the pump is not able to deliver medication to the patient. As a result the time it would take to infuse the full dose would be impacted. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, the pump operated as intended. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: midazolam 20 mg/20 ml in a 35 ml monoject syringe was running on the pump at .21 ml/hr. At the end of the shift, the nurse caring for the patient noted that there should have been 14 ml remaining in the syringe but that there was actually 16 ml remaining.